Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result surgical intervention was undertaken wherein the patient's ipg was replaced with a smaller model in the same pocket. Effective therapy was established postoperatively. Follow up indicated the patient's pain had resolved following replacement.

Manufacturer narrative:
Date of event is estimated.